Event description:
A new pacemaker was implanted on (B)(6). Following an episode of discomfort in the hospital ward, an ECG revealed intermittent dysfunction of the ventricular lead with loss of capture. A new ventricular lead was implanted, and the device was replaced on (B)(6).

Manufacturer narrative:
Correction of the narrative and attached file. Summary of the investigation: the manufacturing process of the eno dr was re-evaluated. All production steps were performed according to procedure, and no manufacturing inconsistencies that could be related to the reported issue were identified. The electrical characteristics of the returned eno dr device were within established specifications. Upon reception, pacing pulses were appropriately generated by the device. Various incorrect tightening marks were observed on the ventricular set screw tip, suggesting that the screw may have been partially engaged at some point before the lead was fully inserted or before the screw was tightened, creating a risk of intermittent or uncertain contact. Based on these findings, a connection issue is strongly suspected and likely explains the abnormal capturing issue reported. This complaint has been recorded for trending purposes.

Manufacturer narrative:
The manufacturing processes of the eno dr was re-evaluated. All production steps were performed according to procedure, and no manufacturing inconsistencies that could be related to the reported issue were identified. The electrical characteristics of the returned eno dr device were within established specifications. Upon reception, pacing pulses were appropriately generated by the device. Various incorrect tightening marks were observed on the ventricular set screw tip, suggesting that the screw may have been partially engaged at some point before the lead was fully inserted or before the screw was tightened, creating a risk of intermittent or uncertain contact. These marks could also explain the scratches and marks observed on the is1-pin connector of the lead. Based on these findings, a connection issue is strongly suspected and likely explains the abnormal capturing issue reported. This complaint has been recorded for trending purposes. For more details, please refer to the attached report analysis.

Event description:
A new pacemaker was implanted on (B)(6). Following an episode of discomfort in the hospital ward, an ECG revealed intermittent dysfunction of the ventricular lead with loss of capture. A new ventricular lead was implanted, and the device was replaced on (B)(6).

Event description:
A new pacemaker was implanted on (B)(6). Following an episode of discomfort in the hospital ward, an ECG revealed intermittent dysfunction of the ventricular lead with loss of capture. A new ventricular lead was implanted, and the device was replaced on (B)(6).